Event description:
The MFR received info alleging an optionhome compressor had turned off and had no output. The pt alleges that they had to go to the emergency room because they had suffered from an asthma attack. Pt has confirmed there was no permanent harm or injury.

Manufacturer narrative:
The device has not been returned at this point in time, therefore complaint cannot be verified. Pt has stated that she was not harmed. Device is not life sustaining/supporting. The MFR believes they will be unable to gather additional info. The MFR is submitting a final report at this time. If pertinent info becomes available to the MFR at a later date, an addendum to this final report will be filed.